Event description:
The customer reported that the system displayed errors and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger pcb and mainframe generator batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.